Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarm caused by loose link screws. The link screws were replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, the device alarmed door not fully latched. There was no pt involvement.